Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was 94 mg/dl at the time of the incident. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm, customer was able to complete pump rewind. Customer states power error detected because of customer not giving him bolus the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Power error due to connector resistance issue. Insulin pump passed the delivery accuracy test at 0.08715 inches.